Event description:
The patient died due to an epileptic attack. Also, during interrogation, the device indicated a hardware error and no communication was possible. It is unknown if the interrogation was attempted prior to or after the patient's death.